Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated they were receiving questionable results for bun on their cobas c501 analyzer ((B)(4)). The customer provided data for four patients of which there was one discrepant result that was reported outside the laboratory. The patient's initial bun result was 41.7 mg/dl accompanied by a data flag. The first repeat test was run on a decreased sample volume. The result was 43.4 mg/dl and was reported outside the laboratory. The second repeat test was performed on another c501 ((B)(4)). The result was 27.5 mg/dl and was issued as a corrected report. No action was taken based on the original result and there was no allegation of serious injury or death. The field service representative determined the cause of the event was a defective light path. He replaced the lamp and cells. For verification, he ran a precision check.